Event description:
A cartridge alarm was reported during the load process, but it did not adversely impact the customer¿s blood glucose level. The customer had not previously reported similar alarms with the pump. The new cartridge was successfully loaded, allowing insulin delivery to resume.